Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the event onset, the patient was hospitalized for the event. The cause and treatment were not reported. At the time of this report, the event was still ongoing and the patient has not recovered from the event. Action taken with pd therapy was unknown however, it was reported the patient "might be "on temporary hemodialysis. The reporter declined to provide additional information.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient's pd catheter was removed seven days after the event onset. Twenty one days after the event onset, the patient was switched to hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.